Event description:
It was reported that the patient presented to the emergency room (ER) experiencing syncope. It was noted that the right ventricular (rv) lead exhibited loss of capture. The rv lead was explanted and replaced. The patient was discharged the following day post-procedure.